Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise. The lead remained implanted.

Event description:
New information notes on (B)(6) 2015, the lead continued to exhibit noise.